Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) via correspondence e-mail alleging that her onetouch meter was reading inaccurately high compared to her normal result(s). The medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). It is not specified when the alleged issue first began. On (B)(6) 2010 (time unknown), the patient reportedly obtained blood glucose results of "120, 140, and 145 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 20% and/or <= 20 mg/dl. It is not known what medication, if any, the patient takes to manage her diabetes and it is also not known what action, if any, the patient took in response to the reported meter issue. It is not specified if the patient developed any symptoms as a result of the alleged meter issue. On an unspecified date/time, the patient claimed she "ended up in the hospital" as a result of the alleged meter issue; however, it is not known what the patient's blood glucose result was prior to going to the hospital and it is not known what type of treatment, if any, the patient received as a result of the reported meter issue. Based on the information provided, this complaint is being reported due to the following conclusion: the patient allegedly obtained inaccurate high results with the subject meter. Although there is no evidence that the patient developed any symptoms following the alleged issue and it is unknown if the patient received any medical intervention; the patient reportedly went to the hospital after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.